Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery and power management board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The power management board was evaluated and found to operate to design specifications.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.